Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the complaint history identified no similar incidents reported from this lot. The reported patient effects of worsening mr and tissue damage, as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. All available information was investigated and a definitive cause for the slda could not be determined; however, the reported patient effect of mr and tissue damage are due to the slda. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that on (B)(6) 2017, the patient, with degenerative mitral regurgitation (mr), underwent a mitraclip procedure, with implantation of one clip, reducing the mr from grade 4+ to grade 1. On (B)(6) 2017, a 30-day follow up echocardiogram noted that the clip had detached from the posterior leaflet, but remained attached to the anterior leaflet. Although the leaflet did not tear, the leaflet appeared "chewed on" on where the clip had detached. The mr had increased to grade 1-2. No additional intervention has been performed, as the patient feels fine and does not wish to undergo a second procedure. No additional information was provided.